Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Information received noted that sensing had decreased as well as pacing impedances on the competitor right ventricular lead. It was noted that there was no issue with the device but the problem was with the competitor lead.

Event description:
Boston scientific received information that during the implant procedure when connecting the competitor leads to this device out of range shocking impedances were noted in the triad configuration. The right ventricular col to right atrial was within normal range and the right ventricular to device was also within normal range. The pacing impedances on the left ventricular lead also appeared high with the new device but not out of range. Technical services discussed performing defibrillation testing or commanded shocks, but no anesthesia support was available. The device was programmed in the coil to coil configuration as this was within normal range and normal follow ups were scheduled. No adverse patient effects were reported.